Manufacturer narrative:
The device was not returned to conmed for evaluation and no photographic evidence was provided, therefore; the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents could not be performed since a lot number was not provided. A two-year review of complaint history revealed 20 other similar complaints for this product family and failure mode. (B)(4). The instructions for use advises the user of the following warnings and contraindications. Prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumbscrew; 5) the metal shaft and handle with balloon inflation valve. Due to the reported incident, an investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Post hysterectomy procedure completed on (B)(6) 2016, the user facility reported that during a pelvic exam on (B)(6) 2018 a green item of the 60-6085-100 vcare was found attached to the patient's cervix. The cup was manually removed by the attending gyn. There were no reported delays or issues for the hysterectomy procedure. Upon gathering additional information, the customer is stable with no additional complications or treatment due to this incident. This report is being raised on the basis of a non implantable device left inside the patient and medical intervention required to prevent impairment to a body function.